Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: one way valve of cannula was faulty allowing blood flow from the patient through the port. This is the latest of several yellow card reports I have submitted highlighting this fault with the bd safety cannula. Bd have been aware of this fault for some time and it would be reassuring to know that actions are being taken to address the known design issue with the port valve. Details of injury (to patient, carer or healthcare professional): no injury or harm. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): cannula removed and new cannula inserted. Current location of device: disposed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: one way valve of cannula was faulty allowing blood flow from the patient through the port. This is the latest of several yellow card reports I have submitted highlighting this fault with the bd safety cannula. Bd have been aware of this fault for some time and it would be reassuring to know that actions are being taken to address the known design issue with the port valve. Details of injury (to patient, carer or healthcare professional): no injury or harm. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): cannula removed and new cannula inserted. Current location of device: disposed.